Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient that three infusion set cannula was kinked due to which hyperglycemia occurs within 3 hours on insertion. High blood glucose level was almost 600 mg/dl and treated by correction injection via mdi. Infusion set was placed in abdomen. Event was occurred on (B)(6) 2024 and (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.